Manufacturer narrative:
The device was returned for analysis. The reported sheath material separation, the reported stent material deformation and the reported stent break were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during stent deployment interaction with the heavily calcified, mildly tortuous and 90% stenosed anatomy/other devices and/or inadvertent mishandling resulted in the reported/noted sheath material separation thus resulting in the reported activation failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted sheath material separation and the reported activation failure cannot be determined. Manipulation of the compromised device during removal resulted in the reported stent material deformation/noted stent bent/stretched, broken struts, separated stent tabs; thus, resulting in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated.

Event description:
Subsequent to the initially filed reports returned device analysis found that the distal sheath was separated and the distal end of the stent implant was bent, stretched and had broken struts. The account was aware of the damages and they occurred during removal of the delivery system catheter. The sheath and delivery system catheter were removed together and there was difficulty removing the stent with the delivery system. No additional device was used to remove the delivery system catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat in stent restenosis of a stent located in the superficial femoral artery with heavy calcification, mild tortuosity and 90% stenosis. The 5x40 mm absolute pro self expanding stent system (sess) was deployed; however, when the delivery system was removed the stent was pulled back into the sheath. The stent and delivery system were removed and a new absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.